Event description:
On 19jan2022 accelus was informed of a post operative failure on a non-modular standard screw. During a follow visit it was confirmed by x-ray imaging that one of the tulips was dissociated from the screw shank. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The original procedure took place on (B)(6) 2021. The patient is asymptomatic as of now and there are no plans to perform a revision surgery. The surgeon will continue to monitor the patient.

Manufacturer narrative:
FDA recall number has not yet been assigned. Manufacturer recall designation is 3012797630-02022022-00006-r.